Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered a faulty cable assembly that caused no image on the monitor, the coupler mount was broken, and the screws can't be fixed into it with the proper torque and the cable was found twisted in the middle exposing internal metal. Furthermore, there were eight white dots in the image and these white dots can't be corrected as the charged coupled device (ccd) needs to be replaced. The switches have heavy dirt deposition. There was also minor water leakage from focus ring. There was rust and scratches on the ccd unit and rear panel. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, image was flickering on the hd autoclavable camera head. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be (B)(6) 2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 8 years, since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image, due to a defective cable assembly. The specific root cause of the defective cable assembly could not be determined at this time. The event can be prevented by following the instructions for use, which state ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged¿. ¿never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged¿. ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged¿. ¿do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged¿. ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged¿. ¿never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged¿. Olympus will continue to monitor field performance for this device.